Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed the cartridge compartment was cracked/damaged and that there is moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #2 date of submission 12/20/2016 ¿ correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/17/2016 with the following findings: during investigation, the cartridge compartment was found to be damaged near the threads. The cartridge cap was not returned. A test cap was used and was able to attach to the pump. No moisture was found in the cartridge compartment. Corrosion was found in the battery compartment. The battery compartment was cracked above, and below the bumper pad. The audio bolus button cover was torn but responded appropriately to user input. A leak test was performed and failed due to a leak in the cartridge compartment, battery compartment, and audio bolus button. The pump cover was removed to find no further evidence of moisture damage.